Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 531 (mg/dl). Customer administered correction boluses, changed site and cartridge to treat bg levels. Reportedly, customer also went to an urgent care facility for blood and urine tests. Recommendation was made to consult with health care provider to discuss diabetes management.